Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate control high results. The reporter alleged that the control solution results were above the expected control solution range, but could not recall the values and did not have test strips remaining in order to conduct walk-through testing. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.